Manufacturer narrative:
The customer reported issue of thermogard was not displaying the temperature and did not exhibited any alarm was confirmed during the initial functional testing. The root cause of the issue was due the defective patient temperature cable. The cable was replaced to remedy the fault. Following the repair, the thermogard passed all testings with no issue observed and functioned as intended. Archive data was downloaded and no significant issue noted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
During patient use, it was reported that the thermogard was not correctly displaying the temperature. According to the customer, since the temperature was adjusted, the console did not exhibit any alarm. The temperature of the patient was started at 30 celsius and was adjusted to 33 celsius. According to the customer, the thermogard cable was replaced four times and the bladder catheter was also replaced however, the issue was not resolved. To continue the treatment, the console was replaced with another unit. No patient harm or consequence was reported.